Event description:
The facility representative notified baxter of a colleague triple channel volumetric infusion pump with a reported condition of "no audible alarm". The reported condition occurred either during set up or while infusing on a patient. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no additional complaint information at this time.

Event description:
After registering all stealth instruments to the landmarx system the software froze and the procedure was unable to proceed for approximately 20-30 minutes. The medtronic reps trouble shot the system, ultimately rebooting it. Once the software was rebooted surgical staff then again registered all stealth instruments and proceeded with the case without further incident. Following the procedure the medtronic reps stated that they would be replacing the mouse and keyboard on the stealth treon to possibly solve the software issue of freezing up.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) the pump is available and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported condition was not confirmed, and was not duplicated. Speaker and back up beeper are operating within specification and are performing as designed when a failure occurs. The uim (user interface module) software (B) (4), categorized as unremediated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
It was reported that during a gastrectomy procedure, the device was used to resect the duodenum. Some staples on the proximal and the middle part of the staple line were malformed at the first firing. As bleeding occurred a little from the proximal part, additional suture was performed with vicryl. Another device was used to complete the procedure. There were no adverse consequences for the patient.